Event description:
Procedure type: lap chole. According to the reporter: shavings came out of the device and fell inside the abdomen cavity. All shavings were retrieved from inside the pt. There were no blood loss and no pt injury was reported.